Event description:
It was reported while using the bd veritor¿ plus analyzer, a false positive result was obtained. There were no health impact or consequences reported. No additional information was provided from the customer after several follow up attempts by bd.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The requested 510k information for the involved veritor assay is as follows: g4. PMA/510(k)#: customer could not provide the assay to determine the 510k investigation summary: the complaint alleges the bd veritor plus analyzer provided a false positive result (catalog number 256066, serial number (B)(6). No additional information was provided after multiple follow up attempts by bd. Thus, this complaint is unconfirmed. Device history record review for veritor plus analyzer, serial number (B)(6) was reviewed and nonconformances related to this failure mode were not revealed in manufacturing during final testing. The device was released conforming. Review of risk management files confirms there are no new or modified risks associated with this failure mode. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint.

Event description:
It was reported while using the bd veritor¿ plus analyzer, a false positive result was obtained. There were no health impact or consequences reported. No additional information was provided from the customer after several follow up attempts by bd.